Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced to the valve and leaflets were successfully grasped however, the clip failed 3 times to establish final arm angle (efaa) opening continuously each time. The clip was not used and the cds was removed without issue. A third cds was advanced to the mitral valve and a clip was successfully implanted. The procedure concluded with mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement of the clip opening and failing to establish final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported unintended movement issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.